Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The low glucose alarm did not sound, and the customer was unaware of changes in glucose levels. The customer experienced symptoms of "sensation of hypoglycemia, tremors, abdominal pain" and self-treated with 1/2 sugar cube whenever necessary. The customer also had contact with a healthcare professional (hcp) who provided half cubes of sugar when necessary for treatment. It is reported by the caregiver "the alarm does not trigger when the patient's glucose level drops to 50, whereas it sounds correctly in the 69¿68 range, given that the threshold is set at 70 mg/dl." There was no report of death or permanent impairment associated with this event.